Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not making noise. The customer¿s blood glucose level was 162 mg/dl at the time of the incident. Customer reports they did not hear beeps when audio volume settings were saved. Customer reported that their insulin pump had an error in the hardware low level failures. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer was able to complete the insulin pump rewind. Customer reported that the self test was passed. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within specification. And no unexpected failed battery alarms, low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing. The audio tones were heard during the self test properly. Adjusted the audio options audio volume and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, or hardware low level failures error noted during testing however, hardware low level failures error confirmed in the downloaded history file due to broken pin trace at on the keypad assembly.